Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hst iii system (3.8mm) seal was trapped inside the window when the surgeon was trying to pull out the delivery device after seeing the heartstring seal was properly rolled and loaded into delivery device. The surgeon decided to change to another new set and proceeded with the procedure. Faulty device was discovered prior to the procedure. There was no harm to the patient, as there was no patient involvement.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hst iii system (3.8mm) seal was trapped inside the window when the surgeon was trying to pull out the delivery device after seeing the heartstring seal was properly rolled and loaded into delivery device. They found that one of the blue wings did not open up when released. The surgeon decided to change to another new set and proceeded with the procedure. Faulty device was discovered prior to the procedure. There was no harm to the patient.

Manufacturer narrative:
Trackwise # (B)(4).

Event description:
N/a

Manufacturer narrative:
Trackwise # (B)(4) corrected section: h6- medical device ¿ problem code (2)- added "1384" the device was returned to the factory for evaluation on 05/18/2023. An investigation was conducted on 05/23/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned inside the loading device with the white plunger depressed and the blue safety off, which allows the white plunger from being depressed. The intact seal and tension spring assembly was observed outside the loading device as well as the delivery device. There were no visual defects observed on the seal, no cracks or delamination was observed. A mechanical evaluation was conducted. The delivery device was removed from the loading device with no visual or physical difficulties observed. Measurements of the delivery device were taken; the inner diameter was measured at 1.96 inches, the outer diameter was measured at 0.219 inches (rm2036883). The length of the delivery tube was measured at 2.48 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. An engineer evaluation was conducted. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was not confirmed, however the reported failure "mechanical problem" was confirmed

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hst iii system (3.8mm) seal was trapped inside the window when the surgeon was trying to pull out the delivery device after seeing the heartstring seal was properly rolled and loaded into delivery device. The surgeon decided to change to another new set and proceeded with the procedure. Faulty device was discovered prior to the procedure. There was no harm to the patient.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: b5- summary, h6-medical device ¿ problem code -corrected code to "2183", h6-health effect ¿ impact codes -corrected code to "2199." The device was returned to the factory for evaluation on 05/18/2023. An investigation was conducted on 05/23/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned inside the loading device with the white plunger depressed and the blue safety off, which allows the white plunger from being depressed. The intact seal and tension spring assembly was observed outside the loading device as well as the delivery device. There were no visual defects observed on the seal, no cracks or delamination was observed. A mechanical evaluation was conducted. The delivery device was removed from the loading device with no visual or physical difficulties observed. Measurements of the delivery device were taken; the inner diameter was measured at 1.96 inches, the outer diameter was measured at 0.219 inches (rm2036883). The length of the delivery tube was measured at 2.48 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was not confirmed. The lot # 3000279127 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.